Event description:
Device 2 of 3. Reference MFR report number: 1627487-2014-15159 and 15161. The pt is implanted with 4 leads, 2 model 3149 (from the same lot) and 2 model 3166 (from different lots) as part of her scs system. It was reported the pt is experiencing ineffective stimulation. The sjm rep met with the patient and indicated no impedance issues were identified and reprogramming was unable to resolve the issue. Surgical intervention may be taken a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.